Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date is unknown. The device serial or lot number is unknown as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a total knee replacement surgical procedure, it was observed that the battery reamer device would not go in reverse. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The serial number was reported as unknown in the initial report and has been updated to (B)(4). The manufacture site name and address were reported as unknown in the initial report. This has been updated accordingly. The device manufacture date was documented as unknown in the initial report. It has been updated to june 10, 2015. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the complaint was not confirmed and the device was operating in the reverse mode. It was further determined that the unit failed the function test check and would not oscillate when the jumper ring was set to the forward mode. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.